Event description:
It was further reported that the patient underwent initial right hip orif with im nail performed approximately 9 months ago. Subsequently, the patient was revised on about 3 months ago due to pain and fracture of the im nail.

Manufacturer narrative:
(B)(4). Updated: a4, b4, d4 (item, exp date, UDI). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the x-rays show a fracture of the fixation nail. Also medical notes stated patient's pain was not improving. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 814510115, hfn lag screw 10.5mm x 115mm, lot # uh1123315b. Catalog #: 814501105, hfn a/r screw 105mm, lot # th1211305d. Catalog #: 814550046, cortical bone scr 5.0mm x 46mm, lot # m09435twa. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer? Requested but not returned by hospital.

Event description:
It was reported that a patient underwent a revision 6 months post operatively as the nail broke at the lag screw insertion point.